Event description:
Event was reported to caldera medical by an attorney. The patient experienced pelvic pain, more infections, worse leaking and at times difficulty urinating. No further information has been provided.